Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including bench handling, running fast testing, and hla testing without duplicating the report. After running fast testing, the report was self-cleared and did not reoccur. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault-501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.